Event description:
It was reported during the implant attempt that the patient's left ventricular (lv) lead was attempted but not used. There was difficulty in advancing the guide wire through the lead and once inserted, it was difficult to remove. There was damage noted upon removal of the wire. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed and analysis was performed and no anomalies were found. The analyst commented that the guidewire insertion test was performed successfully. A slight resistance was observed only when the guidewire was passing through the ¿s¿ of the distal end of the lead. Attempted implant damage was not observed on the returned lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).